Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted during the device evaluation: leakage from scope connector, scope connection cover scratched, bending section rubber glue lifted, insertion tube and universal cord wrinkled, and light guide lens and objective lens glue worn out. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device."

Manufacturer narrative:
Additional information has been received. Correction is being made to g2 by adding a value to other. This supplemental report is being submitted to provide this information. Please see the updates in sections: g2, g3, g6, h2, and h10. Olympus performed a culture sampling after reprocessing of device following the required instructions for use. The test results revivable microorganisms for all channels (injected volume and 100 ml, filtered volume 100 ml) were less than 1 cfu, which is below the target level. As such, the results obtained comply with the target level defined in the regulations of france of july 4, 2016.

Manufacturer narrative:
The requested data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). Additional information is available from the customer. Pre-cleaning detergent used is aniosyme x3. For manual treatment, the bedside cleaning practice is as instructed by albyn medical. Detergent used for cleaning is aniosyme x3 and disinfectant used is anioxyde 1000. No peracetic acis and glutaraldehyde is used. The biopsy valve, air valve, and suction valve are disinfected/sterilized manually. The automatic rendoscopy reprocessor (aer) device, detergent, and disinfectant information is not provided. Nor is the storage of the device information. The device maintenance company is olympus. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
A microbiological routine sampling on all channels for this device, carried out as required by french regulation, detected contamination and positive result for germs. The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. The device was sampled before being used on any patient.